Event description:
The radiological clarification done by the family doctor was showing a changed placement of the polyethylene patella part which was broken away.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices confirms the reported poly fracture. Review of provided patient imaging/radiographs confirms the patella movement. It was also seen that the patient had a patella alta which may have contributed to the reported event. Review of device history records and material certifications by depuy warsaw finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Examination of the poly finds high force wear patterns. The poly appears very thin and stretched. No additional event information or patient demographics were provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.